Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked at the cartridge tubing. Blood glucose was 400 mg/dl. Reportedly, the contact refilled cartridges on the pump or fills new cartridges off of the pump to address the event.